Event description:
It was reported that the cuff separated from the catheter was still in the tunnel of the patient during removal.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross examination confirm a complete separation of the surecuff/heat sleeve from the catheter. At this time the mechanism of damage is undetermined. The catheter was not returned for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.